Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the carelink report showed multiple non-sustained tachycardias (nsts). The device experienced oversensing. Patient had pocket revision within the last week. The device remains in use. No patient complications have been reported as a result of this event.